Event description:
During an implant procedure, the right ventricular (rv) lead was observed to be twisted. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.